Manufacturer narrative:
The catheter was not returned for analysis; therefore, the event cause could not be determined. The lot history record review of the reported lot number showed no discrepancies that would have contributed to the reported experience. Note: per the apollo IFU (instructions for use) warnings: leave a gap between the reflux and the proximal marker band. Excessive reflux may result in difficult catheter removal. (B)(4). Information received from the same article as MFR: 29214-2015-00808.

Event description:
The following report was received by medtronic (covidien): during the treatment of an avm (arteriovenous malformation) with onyx, it was reported the apollo catheter became entrapped. The catheter was cut at the groin and remained in the patient. The anatomy was moderate in tortuosity. There was no force applied and no vasospasm during removal. The physician paused for no more than 30 seconds during injection. There was excessive onyx reflux for this reason and it was decided to leave the catheter inside the patient and complete the avm closure. The patient status was unchanged. The devices were not kept by the site.